Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. Pt mentioned they had their entire spinal cord stimulator (scs) explanted in december of 2019 because the ins wasn't working since 2019. Pt notified their rep in person about the issue in 2019. Pt said they kept having the rep. Come over because "I couldn't start the thing" and their rep. Tried restarting/jumpstarting, but "it wouldn't do anything" (patient services specialist (pss) understood this as their ins was over-discharged and couldn't be turned on). Pt noted they scheduled to have the scs explanted in december of 2019 and in december they noted they fell at the grocery store and their "back went out." Pt noted they had to remove the scs so they could perform surgery (pss understood this as the pt needed surgery for their back due to falling at the store). Pt noted when they went to explant the scs, they had a staff infection on the scs and then the pt got cellulitis "from the stimulator" with a "years worth of pain" and bothering them. Pt went to rehab for 7 months before they could go home. Pss had difficulty hearing and understanding the pt during the call. Pss documenting reported information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3: upon further review/information rec'd, correcting previously reported g3 date to 2022-08-05, was 2019-01-01. Manufacturer repres entatives were not aware of the reported issues. Manufacturer first became aware of the reported issues on 2022-08-05. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.